Event description:
In (B)(6) 2013, the patient had been having terrible spasms in her legs for months. The patient hadn¿t had any falls or trauma and no changes in her medication had been made, but they had been increasing the dose which hadn¿t helped. The healthcare provider felt the spasms were related to the patient¿s bladder infection, but the patient no longer had the bladder infection and was still having spasms. Lately, the patient was only without spasms for one day per week; the next day she¿d wake up with the spasms again. The device system was delivering baclofen. In late may, additional information was received and it was reported that the patient was having bad spasms for almost a year. They kept increasing her medication, but it wasn¿t helping. The doctor was blaming the spasms on infections; he said the patient ¿must have a bladder infection or something¿. The patient went to her doctor and had a complete physical done, had her urine checked, and had blood work done and everything was normal. There was no evidence of infection. There was nothing wrong with her. The patient felt something was wrong with the pump. The patient never had spasms like she was having now. It was all of a sudden. One day out of the week the patient would have no spasms, but on that day, she would be drowsy and have to lie down and sleep. The patient thought maybe the pump was holding the medication and then releasing it all at once. The patient was considering finding another physician.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l39564, implanted: (B)(6) 1996, product type catheter. (B)(4).